Event description:
Resident had gone shopping. Was being pushed across parking lot when the wheels on the front of the chair gave way. Spokes appear to have broken on both front wheels. Resident landed on pavement. Transported to hosp with right broken hip. Resident owned her own chair. She believes she received it in 1987 while at the hosp during her rehab period.